Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal, it appeared that a sensor wire had broken off underneath pt's skin. Pt's mother reports that pt is feeling good and is not complaining of any discomfort.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, event in the absence of any evidence of physical harm or necessity for intervention.